Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a cholecystectomy, the jaws of the device became locked and could not be opened. The device was cut from tissue in order to remove it. The surgeon opened another device and finished the procedure with no further incident. There was no pt injury associated with this event.